Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# n134229001, implanted: (B)(6) 2009, product type catheter; product ID 85 96sc, serial# (B)(4), implanted: (B)(6) 2019; product type catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), ubd: 17-dec-2009, UDI#: (B)(4); product ID: 8596sc, serial/lot #: (B)(4), ubd: 11-oct-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving baclofen (1700 mcg/ml at 226.4 mcg/day) via an implanted pump. On (B)(6) 2020 it was reported that the doctor noticed that the catheter was twisted in the patient. Today, the doctor did a catheter revision. After the revision the pump was filled with baclofen (2000 mcg/ml at 158.6 mcg/day) and a priming bolus and modified bridge bolus were performed. No patient symptoms/complications were reported. No further complications were reported/anticipated.

Manufacturer narrative:
Patient code b)(4) is no longer applicable for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2020 from a healthcare professional (hcp) who reported that the cause of the twisted catheter was that the pump was moving in the pocket. During the procedure, the pump was secured with 4 new anchors and the catheter was repaired. The patient had experienced worsening spasms in her legs related to the event. No further complications were reported/anticipated.